Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The pump was received with moisture damage inside of battery tube.

Event description:
The customer reported via phone call that the insulin pump had low battery alert and replace battery in history. The customer¿s blood glucose level was 112 mg/dl. The insulin pump will be returned for analysis.